Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue reappeared.